Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter noted that the patient was attempting to deliver a bolus via the meter remote, and a warning was given stating that the delivery had exceeded maximum limits of 12 units in 2 hours, and the bolus would not deliver. The reporter stated when the bolus was re-programmed directly through the pump, it delivered but did not show in the bolus history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box shows an alarm exceeds max 2 hour no delivery warning. There is no evidence of a 1.15u bolus being programmed after the warning. The next bolus in history is a 1.50u on (B)(4) 2013. A 10u normal and a 10u audio bolus were performed successfully from the pump. Both were accurately recorded in the pump history. Pump was exercised for a 24 hour duration period; no alarms occurred during this time. Investigators were unable to duplicate complaint during the investigation. There was no defect found.